Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge card and hard drive were replaced, and the hard drive was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cine function was not operating properly. There is no report of injury or death associated with the event described in this complaint.